Event description:
Skin reaction to dermabond at incision sites on abdomen. Patient had surgery on (B)(6) 2024, reported reaction to surgeon from dermabond used at incision sites. Patient needed additional treatment for reaction by surgeon. Presented to ed over one month post op with redness, oozing, pruritis around incision site status post lap appy. Discharged to home with topical hydrocortisone and bacitracin. One of four cases entered that may be associated with dermabond.